Event description:
A pt reported being "unable to see" while using a surestep meter. Pt woke up one mornig unable to see. Event occurred sometime before 07/2001, however the actual date is unknown. Event has later recurred almost every other day. Number of events is unknown. Pt reported that a test strip bottle pt was using had a different code from the other 3 bottles of a box of 100 test strips. Pt alleges that because of the test strip coding "error", pt had been getting high blood glucose readings in the 200-300s range on the ss meter. Pt claims that pt had to increase patient's pm insulin dose because of the ss meter high readings. Decision to increase insulin does was reportedly made by pt and not by a healthcare provider. Pt attributes pt's visual problems to an insulin overdose. Pt not seek any medical advice for alleged visual problems. Pt did not provide any further info.